Event description:
It was reported the customer's insulin pump was not delivering insulin. The customer had treated their blood glucose with a manual injection but their blood glucose remained at 28 mg/dl. The customer's blood glucose was 34 mg/dl at the time of the call. The customer also reported there was a lack of no delivery alarms. Troubleshooting found the insulin pump was able to pass the high pressure test and the self test. There was also no air bubbles found in the tubing. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.